Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Information regarding the unknown accu-chek meter was not provided.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 8.6 mmol/l (aviva system) and 2.6 mmol/l (unknown accu-chek meter). No adverse event reported. The information regarding the unknown accu-chek meter was not provided. Return of the suspect device was requested for evaluation.